Event description:
It was intended to use a 2.25mm diameter x 18mm length endeavor resolute rx drug eluting stent to treat a lesion in the cx vessel of a patient. The vessel is reported as having excessive tortuosity, 90% stenosis and no calcification. It was reported that the lesion was treated with a balloon catheter in the mid-section of the cx vessel. It was then intended to implant the endeavor resolute stent in the distal portion of the vessel. During the attempted positioning of the stent in the lesion, the stent could not pass the lesion and became damaged. There are no reported patient complications or clinical sequelae. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology- excessive tortuosity, 90% stenosis). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology- excessive tortuosity, 90% stenosis). Unable to confirm complaint (device or procedural images were not returned for review).